Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated or respond to a magnet. Multiple programmers were attempted. It was noted that this device had previously been reprogrammed according to the advisory issued on this particular model. Ultimately, the device was explanted and will be returned to guidant for analysis.